Manufacturer narrative:
Article citation: benifla m, rutka jt, logan w, et al. Vagal nerve stimulation for refractory epilepsy in children: indications and experience at the hospital for sick children. Childs nerv syst 2006; 22:1018-26.

Event description:
During the review of an article titled "vagal nerve stimulation for refractory epilepsy in children: indications and experience at the hospital for sick children", it was noted that the vns pt's device was replaced due to electrode failure after 3.5 years. It is unk at this time how this lead failure was diagnosed. It is unk if there was any pt manipulation or trauma to the device site that may have contributed to the reported event. Good faith attempts to obtain add'l info from the primary authors have been made, but no add'l info has been rec'd to date.